Manufacturer narrative:
During review of the five (5) customer supplied data files, thermo fisher scientific identified one (1) false positive result which was attributed to signal discontinuity that mimics real amplification, a pattern that is generally caused by a bubble. The bubble resulted in non-specific amplification during pcr thermocycling that crossed the threshold and caused a false positive result. The air bubbles were likely caused by inadequate vortexing and/or centrifugation of the qpcr plate. The customer was advised to ensure that vortexing and centrifugation parameters are followed per page 40 of the IFU (man0019181, rev. J) to help avoid recurrence of the issue.

Event description:
Customer's improper vortexing and/or centrifugation of the qpcr plate may have led to one (1) identified false positive patient result while running the taqpath¿ covid-19 combo kit. The issue was identified by thermo fisher scientific during data file review on june21, 2021. The customer was using an applied biosystems¿ 7500 fast instrument. The customer did not report any serious injuries or death. Thermo fisher was not able to confirm whether the false result was reported to the physician and/or patient.

Manufacturer narrative:
During review of the five (5) customer supplied data files, thermo fisher scientific identified one (1) false positive result which was attributed to signal discontinuity that mimics real amplification, a pattern that is generally caused by a bubble. The bubble resulted in non-specific amplification during pcr thermocycling that crossed the threshold and caused a false positive result. The air bubbles were likely caused by inadequate vortexing and/or centrifugation of the qpcr plate. The customer was advised to ensure that vortexing and centrifugation parameters are followed per page 40 of the IFU (man0019181, rev. J) to help avoid recurrence of the issue. Update 10/26/2021: on the same day that the initial MDR was submitted (07/20/2021), thermo fisher scientific received confirmation from the customer that the false positive result (1) was not reported out of the laboratory. The customer detected the problem and re-ran any suspected samples prior to reporting out. This MDR was updated accordingly.

Event description:
Customer's improper vortexing and/or centrifugation of the qpcr plate may have led to one (1) identified false positive patient result while running the taqpath¿ covid-19 combo kit. The issue was identified by thermo fisher scientific during data file review on june 21, 2021. The customer was using an applied biosystems¿ 7500 fast instrument. The customer did not report any serious injuries or death. Thermo fisher confirmed on 07/20/2021 that the false result was detected by the customer and as such was not reported to the physician and/or patient.